Event description:
It was reported the patients ipg was dying within a few hours of being charged. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported the patients ipg was dying within a few hours of being charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the patients ipg will not be returned as it was kept by the medical facility.